Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when non-sustained lead noise episodes were observed due to a sensing latency between the near field and far field channels during premature ventricular contractions. The device will be reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.